Manufacturer narrative:
The cell voltage of cell 4 of battery b is 0mv. The thermal fuse is broken. The charging over-temperature flag has been triggered. The safety status is showing an error. This is the known hardware rev. 02 design issue that has been improved with hardware rev. 03 and 04. There is no issue with the power board as all alarms were triggered and reset as expected.

Manufacturer narrative:
Device evaluated by MFR: it is visible in the screenshot provided that battery b is defective. It is suspected that this is a defective rev. O2 battery. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 experienced a power failure while connected to the patient. The customer confirmed that patient intervention was necessary to prevent patient harm.